Event description:
It was reported that during a da vinci si procedure, the surgeon felt a bad movement with the maryland bipolar forceps instrument. The surgical staff checked the instrument and found a snapped wire. The instrument was exchanged with a different instrument . Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering noted a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.